Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's device detected a false svt and delayed therapy. Diagnosis details showed a morphology anomaly. Programming changes were recommended. Session record is submitted for further investigation.